Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge battery) was confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to an open l4 inductor on the bedside pca. The root cause for the open inductor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was unable to charge batteries.